Manufacturer narrative:
Visual inspection was performed, and minor deformation was observed on the bottom of the blocker. The degree of deformation indicates the blocker was not fully tightened to 12nm. Inspection of the screw associated with this blocker confirms under tightening. Deformation observed on the shank bulb is less than expected for 12nm of torque. It was reported that the torque wrench was used. However, it was not reported if the full 12nm of torque were achieved. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The xia 3 surgical technique guide was reviewed: the blocker is assembled onto the universal tightener for insertion. The universal tightener is available in three different options; standard, short, and double-ended. Note: the xia 3 universal tightener is not to be used for final tightening. Once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Use the anti-torque key and the torque wrench. The anti-torque key and torque wrench come in two sizes; standard and short. Place the anti-torque key around the screw head. Place the torque wrench through the anti-torque key until it is guided into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Note: do not exceed 12nm during final tightening. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. The reported migration was most likely caused by the blocker being under torqued. Deformation observed indicates less than 12nm of torque was applied to the blocker during final tightening. The torque wrench was used during final tightening, however, it is most likely that less than 12nm of torque was applied. Under tightening can result in blocker migration which, subsequently, can lead to observed rod slippage.

Event description:
It was reported that a xia blocker migrated from the caudal most screw in the construct, causing the rod to pull out of the screw. The patient was revised due to this issue. This record captures the migrated xia blocker.

Event description:
It was reported that a rod migrated out of the bottom most screw and xia blocker in their construct. Subsequently, the patient was revised. This report captures the blocker.